Manufacturer narrative:
Patient had advanced lung cancer. Correction: the following was reported in error, ¿the patient was urgently admitted for acute respiratory distress syndrome (ards). The patient was treated for this event by replacing the tube and also changing the ventilator. The patient's spo2 recovered after the ventilator was replaced.¿

Manufacturer narrative:
The patient was urgently admitted for acute respiratory distress syndrome (ards). The patient was treated for this event by replacing the tube and also changing the ventilator. The patient's spo2 recovered after the ventilator was replaced. The inspiratory pressure rose from 10 to 30 and this was confirmed by the "me" in the hospital. The customer reported that the ventilator alarmed appropriately. A field service engineer serviced the ventilator and a performance verification was done on the device and it passed all tests.

Manufacturer narrative:
Date of report: 19sep2018. Date received by manufacturer: 05may2018. Added UDI. Performed run in test at (B)(6) service center and the reported phenomenon was not duplicated. Checked the event log then found the alarm "vent inoperative 1009 pressure regulation high" was recorded. The unit was checked overall including pressure and flow check then no abnormality was found. The repair was cancelled due to having no abnormality and the unit was returned unrepaired.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the screen turned black with an unknown message on the screen and alarmed. The filter was removed from the outlet port and the air inside came out and generated a booming sound. After that no airflow occurred. The ventilator was turned off and back on and operated properly. The ventilator log was reviewed and showed an error code of 1009 high pressure vio. A (B)(6) year old, male patient with a history of advanced lung cancer was placed on a v60 on (B)(6) 2018. A physician noted the patient looked ¿painful¿. The patient was resuscitated with bag valve mask and later expired. The physician involved reported the patient¿s life expectancy was not so long, however the unit inoperativeness triggered his death. More information has been requested.